Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified.

Event description:
It was reported that during deployment the vascular stent allegedly foreshortened. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was not reported, the sample was not available. A complete manufacturing review was not performed. Investigation summary: the sample has been discarded at the facility and images have not been provided. The alleged failure could not be reproduced which led to an inconclusive investigation result. Based on the available information a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential issue. The IFU states: 'confirm that the introducer sheath is secure and will not move (...) Pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. Initiate stent deployment by pushing the micro-trigger. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Confirm that the proximal stent radiopaque markers appose the vessel wall. In regards to pta the IFU states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended as neccesary.' In regards to guidewire the IFU states: 'during stent deployment, use the 0.035" guidewire (recommended) for more support depending on vascular anatomy and / or lesion morphology.' The IFU further states: 'stent elongation or stent foreshortening are potential consequences as a result of not following the deployment instructions for use.' The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified in d2 and g5.

Event description:
It was reported that during treatment of a common total occlusion with slight calcification in the sfa through a contralateral approach, the vascular stent allegedly foreshortened. It was further alleged that no further treatment was provided to the patient. There was no reported patient injury.